Event description:
It was reported the patient presented in clinic for follow-up with the pocket swollen and warm to the touch due to a pocket infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.